Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: 5076-52 lead, implanted: (B)(6) 2007. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that lead integrity alert triggered, with unstable and high impedance, noise, and possible lead fracture noted. The physician indicated that there may have been a setscrew issue. The lead was programmed off, and then both the device and lead were explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Evaluation summary: a partial lead was returned, analyzed, and the distal conductor of the lead developed a fracture due to flexing while in vivo. The exposed right ventricular defibrillation coil became extrinsically distorted due to pulling/stretching/overstress. The distal low voltage electrode of the lead was covered in blood. The distal low voltage electrode of the lead was covered in body tissue/fibrotic growth. The analyst noted the distal end of the lead was returned. There is a lead removal wire in the distal conductor. There is a fracture on the distal conductor at 19 cm. If information is provided in the future, a supplemental report will be issued.